Manufacturer narrative:
The observed fraying of the power cord, combined with the fact that the event occurred shortly after the device was delivered to the facility (approximately 15 days after delivery), suggests that the damage was most likely caused by external mechanical forces during handling or use. No power cord issues were identified during the quality check conducted prior to delivery to the customer. The nature of the damage (frayed cable) indicates that the power cord may have been subjected to crushing, pulling, or friction, for example by being caught under bed casters, stretched during equipment movement, or trapped between moving parts of the bed. However, due to limited available information and unknown circumstances surrounding the incident, the exact scenario that led to the damage cannot be confirmed with certainty. The product instructions for use (IFU 310115-ah) state in the safety information section: ¿position power cord to avoid a tripping hazard and/or damage to the cord. Ensure power cord is kept free from all pinch points and moving parts and is not trapped under casters. Improper handling of the power cord can cause damage to the cord, which may possibly produce risk of fire or electric shock.¿ based on the above, it was concluded that the electric shock occurred as a result of contact with a mechanically damaged power cord. Once the insulation is compromised, conductive elements may become exposed or insulation performance reduced, creating the potential for electric shock upon contact. The arjo device failed to meet its performance specification since the power cord was damaged. There was no allegation of patient involvement when the event occurred. The complaint was deemed reportable due to an electric shock caused by contact with a frayed power cord. No UDI information is available, the device was manufactured before UDI implementation.

Event description:
Following the information reported, the patient's family sustained electric shock caused by contact with a frayed power cord. According to the information received, no health consequences occurred following the event. It is unknown whether the device was used with the patient at that time.